Event description:
Boston scientific received information that this implantable device exhibited noisy signals on the atrial channel during the implant procedure that was suspected to be due to air bubbles in the header. The issue resolved on its own without further intervention. No adverse patient effects reported. Device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.